Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The source of the complaint could not be determined. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site when stimulation was turned on, which would go from her feet to her back. The patient also reported that it was all internal pain. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The physician could not determine if it was the ipg that caused the issue and unsure if there was malfunction. The patient was still asleep post-operatively. Nevertheless, procedure went well without complications.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site when stimulation was turned on, which would go from her feet to her back. The patient also reported that it was all internal pain. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The physician could not determine if it was the ipg that caused the issue and unsure if there was malfunction. The patient was still asleep post-operatively. Nevertheless, procedure went well without complications.

Manufacturer narrative:
(B)(4).